Event description:
Customer reported being hospitalized due to high blood glucose levels and renal failure. Customer stated the pump was removed when he was admitted to the hospital due to lack of insulin. Customer stated the he needed assistance in reprogramming pump settings. Assisted with rewind and prime.